Event description:
Caller stated that the device produced a result of 22mg/dl with no blood applied to the stirp. No action taken based on result. No adverse event reported. Requested return of suspect device and replacement was sent.